Event description:
It was reported that the 6600 system had a problem with radiation output. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The customer canceled the service call. A f/u report will be filed when add'l details become available.